Event description:
On 3/1/2021 abbott was notified that on (B)(6) 2021 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 7 mmhg. Accurate readings were observed under the manufacturer's patient care network database.